Manufacturer narrative:
Eval codes, method: DHR review performed. Results: other - visual exam revealed the complaint was confirmed. Screw was not peened properly or user backed the screw out distorting the peen. DHR review revealed there were no issues reported with this lot number. Conclusions: other - this was an isolated incident. No corrective actions were taken.

Event description:
The event is reported as: the screw keeps coming out of the device. No pt injury reported.